Manufacturer narrative:
Additional information was received indicating that the tube will be removed due to the water droplets in the pilot balloon to avoid leakage. It was also noted that the tube has been in use for 2 months. There were no reported patient complications.

Event description:
Information was received indicating that upon removal of a smiths medical portex® blue line ultra® tracheostomy tube, water droplets were observed on the pilot balloon. There were no reported adverse patient effects.